Manufacturer narrative:
Evaluation summary: one forcefx-8c generator was received, and examination of the sample confirmed a factor that could have contributed to the reported issue. The investigation found the customer was using another brand of hand-switching accessory, which is attributed to be the root cause of the sparking/combustion.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device had a combustion issue during setup. There was no patient involvement.